Manufacturer narrative:
.

Event description:
It was reported the patient had a full vns revision. The generator was replaced as it was at the neos (near end of service) = yes condition. Device diagnostics were performed pre-operation which showed high lead impedance. The device is not expected to be returned to the manufacturer as it was discarded at the hospital.